Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer is stating that one caster brake just fell and one caster brake will not unlock at all.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer is stating that one caster brake just fell and one caster brake will not unlock at all.